Manufacturer narrative:
During an attempt to insert a 6f 11cm brite tip sheath introducer to make an antegrade approach from the common femoral artery, the dilator was frayed and could not be inserted. Therefore, it was replaced with a new sheath. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device appeared normal prior to use. It was handled and prepped per the instructions for use (IFU). There was difficulty inserting the device. Additional procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17621587 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to inspect the device before use to verify that its size, shape and condition are suitable for the specific procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During an attempt to insert a 6f 11cm brite tip sheath introducer to make an antegrade approach from the common femoral artery, the dilator was frayed and could not be inserted. Therefore, it was replaced with a new sheath. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis.  The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.